Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had stripped battery cap coin slot, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, no broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that while changing the reservoir a piece of plastic chips off from the reservoir. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had diminished battery life, rejected new batteries, and had unexplained or random no delivery alarm hairline cracks on the cap of the battery. The insulin pump will not be returned for analysis.